Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the causes isolated to a damaged charge-coupled device and breakage of the electronic board in the connectors. Additional evaluation findings are as follows: 1.) Adhesive of distal end defects; 2.) Defects of the connector; 3.) Defects to the control body (non-switches). The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that the image produced by the device was of irregular color tone. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Correction: usage of device- reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.